Event description:
Exact age unknown. In 2009, baxa was notified that 4-5 pharmacy technicians were reporting wrist injuries while trying to remove bags from their pouches. At this time, incident reports have not been filed with the facility, but workers are instructed to report these incidents within several days. The pharmacy technicians have been instructed to open the bag pouches using scissors or a sharp, sterile object rather than trying to open them by hand to prevent further wrist injuries. These pharmacy technicians compound a high volume of bags; therefore, due to high-volume, repetitious wrist activities in the pharmacy, technicians are prone to wrist injuries. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Event description:
In 2009, baxa was notified that 4-5 pharmacy technicians were reporting wrist injuries while trying to remove bags from their pouches. At this time, incident reports have not been filed with the facility, but workers are instructed to report these incidents within several days. The pharmacy technicians have been instructed to open the bag pouches using scissors or a sharp, sterile object rather than trying to open them by hand to prevent further wrist injuries. These pharmacy technicians compound a high volume of bags; therefore, due to high-volume, repetitious wrist activities in the pharmacy, technicians are prone to wrist injuries. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Event description:
In 2009, baxa was notified that 4-5 pharmacy technicians were reporting wrist injuries while trying to remove bags from their pouches. At this time, incident reports have not been filed with the facility, but workers are instructed to report these incidents within several days. The pharmacy technicians have been instructed to open the bag pouches using scissors or a sharp, sterile object rather than trying to open them by hand to prevent further wrist injuries. These pharmacy technicians compound a high volume of bags; therefore, due to high-volume, repetitious wrist activities in the pharmacy, technicians are prone to wrist injuries. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Event description:
In 2009, baxa was notified that 4-5 pharmacy technicians were reporting wrist injuries while trying to remove bags from their pouches. At this time, incident reports have not been filed with the facility, but workers are instructed to report these incidents within several days. The pharmacy technicians have been instructed to open the bag pouches using scissors or a sharp, sterile object rather than trying to open them by hand to prevent further wrist injuries. These pharmacy technicians compound a high volume of bags; therefore, due to high-volume, repetitious wrist activities in the pharmacy, technicians are prone to wrist injuries. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Event description:
In 2009, baxa was notified that 4-5 pharmacy technicians were reporting wrist injuries while trying to remove bags from their pouches. At this time, incident reports have not been filed with the facility, but workers are instructed to report these incidents within several days. The pharmacy technicians have been instructed to open the bag pouches using scissors or a sharp, sterile object rather than trying to open them by hand to prevent further wrist injuries. These pharmacy technicians compound a high volume of bags; therefore, due to high-volume, repetitious wrist activities in the pharmacy, technicians are prone to wrist injuries. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Manufacturer narrative:
Bags from other lots are under evaluation. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Manufacturer narrative:
Bags from other lots are under evaluation. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Manufacturer narrative:
Bags from other lots are under evaluation. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Manufacturer narrative:
Bags from other lots are under evaluation. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.

Manufacturer narrative:
Bags from other lots are under evaluation. Baxa will continue to monitor this type of report to determine if corrective action is indicated in the future.